Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. The external visual inspection revealed the electrode was severed near the fantail and cut silicone overmold was observed on the top cover prior to receipt. These are believed to have occurred during revision surgery. In addition, a severe dent was observed on the bottom cover. The photographic imaging inspection revealed dislodged electrical components and disturbed wire bonds at the digital and analog integrated circuit chips. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. The open visual inspection confirmed cracks along the hybrid and disturbed wire bonds on the digital and analog integrated circuit chips. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with dislodged electrical components, disturbed wire bonds, and multiple cracks along the hybrid, which are consistent with the head trauma reported. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing loss of lock due to a head trauma incident. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.